Manufacturer narrative:
The reported events of failure to capture and oversensing noise were not confirmed. As received, a complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise which led to loss of capture. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.